Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 400 mg/dl. Bolus via the pump and insulin injections were administered. Customer was dehydrated and was dizzy. Customer was admitted to the hospital and intravenous fluids were administered. Elevated bg was resolved. Customer alleged no insulin was exiting the infusion set. Prior to going to the hospital, customer changed the infusion set and bg began to lower. As the infusion set had been changed, tandem technical support was unable to determine a possible cause of event. Upon follow up, customer was discharged on (B)(6)2019.